Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the dislodged ra lead was reprogrammed before being repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant,  the right atrial (ra) lead displaced and a position check failure was noted. Presenting electrograms (egm) also showed that the ra lead exhibited no capture and picked up right ventricular signals. The ra lead remains in use. No patient complications have been reported as a result of this event.